Event description:
It was reported that high out of range pacing impedances were noted on right ventricular (rv) lead. A lead safety switch occurred as a result. No noise or signs of lead fracture were noted. The patient is expected to follow-up in clinic. This lead remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on right ventricular (rv) lead. A lead safety switch occurred as a result. No noise or signs of lead fracture were noted. The patient is expected to follow-up in clinic. This lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. Myopotential noise and oversensing, high pacing thresholds were present on the rv lead when the patient followed up in clinic. The lead was switched back to bipolar for troubleshooting. While in bipolar, high out or range pacing impedances, noise on rv channel, oversensing with pacing inhibition, and high pacing thresholds were noted. Unipolar sensing was then continued, and noise oversensing were noted, however the thresholds were normal, and the pacing inhibition was not seen. A holter monitor was used for additional monitoring. A chest x-ray was completed, and the associated rv lead is expected to be replaced but remains in-service at this time. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned, and a new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on right ventricular (rv) lead. A lead safety switch occurred as a result. No noise or signs of lead fracture were noted. The patient is expected to follow-up in clinic. This lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. Myopotential noise and oversensing, high pacing thresholds were present on the rv lead when the patient followed up in clinic. The lead was switched back to bipolar for troubleshooting. While in bipolar, high out or range pacing impedances, noise on rv channel, oversensing with pacing inhibition, and high pacing thresholds were noted. Unipolar sensing was then continued, and noise oversensing were noted, however the thresholds were normal, and the pacing inhibition was not seen. A holter monitor was used for additional monitoring. A chest x-ray was completed, and the associated rv lead is expected to be replaced but remains in-service at this time. No adverse patient effects were reported.